Event description:
New information noted that the lead was explanted on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise. The noise was reproducible in clinic and a lead revision was discussed. Further information was requested however, was not provided.